Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explantation report the bone conduction floating mass transducer (bc-fmt) moved to the external ear canal. Additional information has been requested.

Event description:
The explanted device was received for investigation. According to the explantation report the bone conduction floating mass transducer (bc-fmt) moved to the external ear canal. Additional information stated that the bc-fmt moved partially to the posterior part of the external ear canal. The screw was in place. The surgeon thought this may have been because the posterior wall of the external ear canal was thinner due to a canaloplasty performed in 2018. The user was explanted on (B)(6)2021.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted for surgical reasons, namely the transducer was partially exposed through the posterior part of the external ear canal, which was exessively thinned out during a device unrelated surgery in 2018 i.e. Canaloplasty. This is a final report.